Event description:
It has been reported to co that during the procedure this device developed a hole in the strain relief. The device was removed and replaced. The pt is reported as fine and the device is being returned for analysis.